Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer also reported to have received a motor error alarm. Customer's blood glucose was 566 mg/dl which was treated with manual injection. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was not able to continue troubleshooting as insulin pump was left

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.